Event description:
Gyrus acmi halo pks cutting forceps stop functioning during the surgical procedure. Another "like" device was utilized without problems for the completion of the case. Used for laparoscopic assisted vaginal hysterectomy.